Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an in.pact admiral paclitaxel-eluting pta balloon to treat a non-calcified 60mm lesion in the sfa (90% stenosis). The approach used was femoral. The vessel had no tortuosity and there was no stenosis or existing stent proximal to the target lesion. The device was prepped as per the IFU with no issues identified. The vessel was pre-dilated at 1 atm pressure using a 3 mm/30 mm non-medtronic pta balloon. Residual stenosis of 40% after pre-dilation. Negative pressure was applied to the device and there was no resistance with the ancillary devices. There was no difficulty crossing the lesion site. There was no unusual resistance noted when the protective sheath was removed. It was reported that the in.pact admiral balloon was inflated to 4 atm, and 90 seconds later, the balloon ruptured. No difficulty was reported removing the device. The procedure was completed with no delay. Determining that the dilatation was successfully done, the physician did not provide additional treatment. No patient injury was reported.

Manufacturer narrative:
In.pact admiral was used at 14 atm for 120 seconds a dissection was present in the lesion from the predilation balloons. Another device was used to post dilate due to re-coil. The patient reported as recovered. The patient has a history of hyperlipidaemia, bilateral pad, previous pta to the left popliteal. If information is provided in the future, a supplemental report will be issued.